Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to by a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan had not yet received the product at this time. Therefore no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows:"deflation of the band may occur due to leakage from the band, the port of the connector tubing."

Event description:
Healthcare professional reported as, "pt with lap-band inside [the patient's] body detected liquid leak." Location of the leak to be determined. Follow-up findings: device was explanted and replaced with similar band.